Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient engaged in twiddles syndrome. Chest x-ray revealed leads dislodgement. The lead were explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.